Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. Blood return was noted when the hemostatic valve dropped into the hub when the dilator was inserted. The hemostatic valve itself was not cracked. The issue was resolved by changing to a new sheath. The procedure was completed without patient's consequence. Additional information was received on the event. The sheath was not being used on the patient. Additional requests have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 21-apr-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially reported blood return was noted when the valve dropped into the hub when the dilator was inserted. In addition, it was also stated that the sheath was not being used on the patient. Therefore, requested clarification if the sheath was being used on the patient. Additional information was received on (B)(6)-2022 clarifying that the sheath was not used in the patient's body. Therefore, the event should have reflected as, ¿blood return valve dropped into the hub when dilator was inserted. The hemostatic valve fell into the hub.¿ the device evaluation was completed on 18-may-2022. It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. Blood return valve dropped into the hub when dilator was inserted. The hemostatic valve fell into the hub. The hemostatic valve itself was not cracked. The issue was resolved by changing to a new sheath. The procedure was completed without patient's consequence. The sheath was not being used on the patient. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied. However, this could not be conclusively determined. A device history record review was performed for the finished device 00001881 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)